Event description:
It was reported that the bellavista1000 us is giving tf 300 - device in failsafe. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. Analyzed logs and found tf 300 - device in failsafe, 545 - astepinspvalve value out range- failsafe, 316 - blower failure and 401 - inspiration valve or device leaky. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The suspect device was returned to vyaire medical for evaluation. No performance issues were found in fa lab but logs shows nt valve failure. Most likely the issue is intermittent. Latest logs attached and downloaded on (B)(6) 2023. After performing the repair, the issue resolved after replacing the inspiration valve.